Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 96mm abdominal aortic aneurysm. Postoperative follow-up CT revealed an endoleak, though at the time, the aneurysm sac remained stable with no expansion so the physician elected to observe until approximately 2 years and 2 months post-index where follow up CT showed that the aneurysm sac had begun to enlarge. The physician believes it is not a type ia, ib, ii, or iii endoleak was detected, so a type IV endoleak was suspected on the most recent CT from approximately 4 years and 2 months post-index. It could not be determined which device contained the endoleak, but it is possibly the main body bifurcation. . Per the physician the cause of the type IV endoleak tis undetermined. It was stated the problem is difficult to solve. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(6), ubd: 04-nov-2021, UDI#: (B)(4) ; product ID: etlw1620c93ee, serial #: (B)(6), ubd: 04-nov-2021, UDI#: (B)(4) ; product ID: etlw1624c124ee, serial #: (B)(6), ubd: 17-jun-2021, UDI#: (B)(4) film evaluation summary: the reported endoleak was confirmed on the videos provided; however, the type and cause of the endoleak could not conclusively be determined. Endoleak interrogation via selective angiograms ( i.e. Injecting contrast from several levels within the stent graft) were not available for review and most videos only depicted one viewpoint, making determination of the endoleak difficult. Given the duration and persistence, a type IV endoleak is unlikely, as it typically occurs within 30 days post-implantation. Despite severe neck angulation, a type ia endoleak seems improbable due to the lack of CT evidence, and a type ib endoleak is also unlikely given the adequate proximal distal seal. A type iiia separation endoleak is considered improbable. Although a type iiib cannot be completely ruled out, there was no evidence of anatomical characteristics, such as calcification in the aneurysm sac interacting with the endograft. Although CT scans showed an enlargement of the aneurysmal sac, the exact cause of the increased sac pressure remains unclear. While type ii and small type iii fabric endoleaks cannot be completely ruled out, there is no definitive CT evidence to confirm the ir presence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.